Event description:
On (B) (6) 2003, this patient was implanted with gore excluder bifurcated endoprostheses to treat an abdominal aortic aneurysm. On (B) (6) 2010, the patient underwent endovascular repair to reline the devices. An aortic extender component, two contralateral leg components, and a palmaz stent were used in the procedure. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. Please note additional device involved: pcc144200/(B) (4).